Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 594 mg/dl, and heaviness in the chest. Reportedly, the cause was unknown. Bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Subsequently, he customer went to the emergency room (ER) where unspecified treatment was administered to address the elevated bg. Tandem technical support attempted to follow up with the customer regarding the reported issue, however no response was received. No additional information regarding the issue is available.